Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The reported issue did not adversely impact customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.